Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd) and device longevity has dropped from less than 10 years to 2.5 years in a span of 2 weeks. Data was sent for engineering analysis. Analysis showed that the power consumption is abnormally high and stable. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd) and device longevity has dropped from less than 10 years to 2.5 years in a span of 2 weeks. Data was sent for engineering analysis. Analysis showed that the power consumption is abnormally high and stable. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. The device is available for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a centered hole in the seal plug. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd) and device longevity has dropped from less than 10 years to 2.5 years in a span of 2 weeks. Data was sent for engineering analysis. Analysis showed that the power consumption is abnormally high and stable. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. The device is available for evaluation. No additional adverse patient effects were reported.